Event description:
During an in clinic follow-up, the device was found to have triggered elective replacement indicator (eri). It was suspected that the estimated longevity from the previous follow-up was incorrect. Technical support reviewed the records and found that the device battery curve was normal. A false eri may have been triggered and reprogramming the device could provide a short time until eri was reached. It was decided to replace the device since it was approaching normal end of life. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The device was received in normal working conditions. There was evidence from the device image that autocapture and rate responsive features were enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture and rate responsive feature, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis exhibited normal device characteristics and no anomaly, with battery voltage still above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.